Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. There were no visual or functional abnormalities observed during the product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the colectomy functional end to end anastomosis procedure, the surgeon started the firing for colectomy, however the device stopped on the halfway. Then connected new device, however the loading was loose. Replaced another new device, the firing was completed. The surgical time was not extended and the status of the patient is no problem.